Manufacturer narrative:
H.6. Investigation: customer returned (11) used 32g x 4mm bd pen needles: six from lot 9036890, and five from lot 8346621. Consumer reported needle clog during priming, stated that there is no insulin flow. All 11 returned samples were examined, and the following was observed: seven total pen needles (six from lot 9036890) had bent non-patient end (npe) cannulas three pen needles with broken npe cannulas. One pen needle with a straight npe cannula; this sample was tested for flow using a test pen injector, and was able to expel properly. No evidence of manufacturing defects was observed on any of the pen needles with either bent or broken npe cannulas. The bent or broken npe cannulas would be the cause for no flow through the ten affected pen needles, therefore, the customer would think the pen needles were clogged (as reported). Since all 11 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
Material no. 320122, batch no. 9036890. It was reported that during use of the bd ultra fine¿ pen needle the needle clogged during priming and there is no insulin flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320122. Batch no. 9036890. It was reported that during use of the bd ultra fine¿ pen needle the needle clogged during priming and there is no insulin flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320122 batch no. 9036890. It was reported that during use of the bd ultra fine¿ pen needle the needle clogged during priming and there is no insulin flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.